Event description:
We were informed that prior to use, foreign material was noticed inside the cannula. Therefore, the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. As soon as results are available, the root cause investigation will be continued.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. As soon as results are available, the root cause investigation will be continued.

Event description:
We were informed that prior to use, foreign material was noticed inside the cannula. Therefore, the product was not used. No patient harm occurred.

Manufacturer narrative:
In regard to this complaint, one disposable universal silicone infusion line for 23 gauge / 0,6 mm cannula system was received in an open blister. Visual inspection of the returned product confirmed the presence of vitreous-like material in the tube and the tip. The material was sent to an external laboratory to determine its origin; however, our partner informed us that sample preparation was unfortunately not performed in a correct manner and that the analysis could not be performed. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. In fact, similar complaints were never before reported on any infusion line. Since the blister was open on receipt, we cannot exclude the possibility that the tube was actually used. Based on the performed investigation, a manufacturer related failure could not be confirmed. Please note that the assembly of the product is executed in a class 7 clean room environment to ensure minimum contamination and that these products are subject to 100% visual inspection prior to being released for distribution. Unfortunately the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the product the product group trocars are included in the analysis. (I.e. Failure mode as reported is ia-inf-foreignmat). Trocars sold separately and in packs are included.

Event description:
We were informed that prior to use, foreign material was noticed inside the cannula. Therefore, the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that prior to use, foreign material was noticed inside the cannula. Therefore, the product was not used. No patient harm occurred.

Event description:
We were informed that prior to use, foreign material was noticed inside the cannula. Therefore, the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product was sent for forensic analysis to an external laboratory. As soon as results are available, the root cause investigation will be continued.